Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that foreign matter was found in a bd syringe 10ml luer-lok" tip. There was no report of injury or medical intervention.

Manufacturer narrative:
A DHR review for batch 7201706 was performed, with no quality notifications related to the complaint defect. All silicone testing was performed as per requirement with no issues noted. Batch 7201706 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A total of 7 samples were received by bd (B)(4) and confirmed to be from batch #7201706. Visual evaluation revealed normal silicone content in 6 out of 7 samples. Excess silicone was observed in one of the samples stringing and pooling of silicone was present. Please note that silicone is an inert, nontoxic medical substance used as a lubricant for disposable hypodermic products. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Conclusion: based on the sample, the investigation concluded bd was able to confirm the customers indicated failure. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time.

Manufacturer narrative:
Incorrect awareness date entered on initial MDR. Correction date of 09/18/2017 has been made.